Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-apr-2024. The most recent information was received on 18-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic discomfort ("pelvic blocked/pelvic contraction") in a 42 year-old female patient who had essure inserted (lot no. 948605) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4085 days after essure insertion, she experienced pelvic discomfort (seriousness criteria disability and intervention required), cognitive disorder ("cognitive fog"), visual disturbances ("visual disorders"), difficulty in walking ("difficulty walking"), vision decreased ("decreased vision"), muscle contracture ("pelvis blocked"), gastrointestinal disorder ("bowel disorder"), dyspepsia ("digestive disorder"), asthenia ("asthenia"), ageusia ("loss of taste"), decreased appetite ("loss of appetite"), hypoaesthesia ("limb numbness"), walking difficulty ("inability to run errands"), dizziness ("dizziness"), tinnitus ("tinnitus") and dyspnoea ("shortness of breath") and was found to have weight decreased ("weight loss"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (total hysteroctomy). At the time of the report, the outcomes for these events were unknown. The reporter considered ageusia, asthenia, cognitive disorder, decreased appetite, dizziness, dyspepsia, dyspnoea, difficulty in walking, walking difficulty, gastrointestinal disorder, hypoaesthesia, muscle contracture, pelvic discomfort, tinnitus, visual disturbances, vision decreased and weight decreased to be related to essure administration. The reporter commented: the symptoms creep in and one day I can¿t do it anymore. No more walking, no more stairs, you¿re stuck in your life. As far as I am concerned, it was my blocked pelvis that revealed the problem. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number:948605,manufacture date:2012-01,expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic discomfort ("pelvic blocked/pelvic contraction") in a 42 year-old female patient who had essure inserted (lot no. 948605) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4085 days after essure insertion, she experienced pelvic discomfort (seriousness criteria disability and intervention required), cognitive disorder ("cognitive fog"), visual disturbances ("visual disorders"), difficulty in walking ("difficulty walking"), vision decreased ("decreased vision"), muscle contracture ("pelvis blocked"), gastrointestinal disorder ("bowel disorder"), dyspepsia ("digestive disorder"), asthenia ("asthenia"), ageusia ("loss of taste"), decreased appetite ("loss of appetite"), hypoaesthesia ("limb numbness"), walking difficulty ("inability to run errands"), dizziness ("dizziness"), tinnitus ("tinnitus") and dyspnoea ("shortness of breath") and was found to have weight decreased ("weight loss"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered ageusia, asthenia, cognitive disorder, decreased appetite, dizziness, dyspepsia, dyspnoea, difficulty in walking, walking difficulty, gastrointestinal disorder, hypoaesthesia, muscle contracture, pelvic discomfort, tinnitus, visual disturbances, vision decreased and weight decreased to be related to essure administration. The reporter commented: the symptoms creep in and one day I can¿t do it anymore. No more walking, no more stairs, you¿re stuck in your life. As far as I am concerned, it was my blocked pelvis that revealed the problem. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.